Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable faults on arm 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set-up joint (suj) due to multiple 25730 errors and 40084 errors. Fse swapped universal surgical manipulator (usm) 1 and 4 and the issue did not follow. Fse also replaced the fiber optic cables due to normal wear. The system was tested and verified as ready for use. Isi received the suj, however, at this time, evaluation is not yet complete. A follow-up MDR will submitted post-evaluation and/or if additional information is obtained. Isi reviewed the site¿s complaint history and found patient identifier (B)(6) is related to this record. System log report review was performed. Per the review, the incisional hernia procedure was performed on (B)(6) 2022 via system (B)(4). No image or video clip for the reported event was submitted to isi for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Fse was able to reproduce the issue during their investigation and consequently replaced a system part. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the system had nonrecoverable faults on arm 1 of the patient side cart (psc). Prior to calling, the customer had power cycled the system and disabled arm 1 and would be proceeding with 3 arms. The customer was unable to resolve the issue with a hard reset of the psc and noted that error 25730 was present upon reboot. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj was analyzed and was not confirmed by failure analysis. The suj was placed on system and did not trigger any errors. The unit was moved to pftp machine and passed all tests. Logs confirm error on distal outer suj (set-up joint) pointing to communication issues. To address the reported problem the axes controller tornado (act) printed circuit assembly (pca) will be replaced.